Event description:
On an unknown date a spinal procedure was performed at l5/s1. On (B)(6) 2024 a revision surgery was conducted to remove the screw. No additional information could be obtained.

Manufacturer narrative:
No information was provided why the screw was removed, no device was returned, no radiographs or images were provided so the complaint cannot be confirmed. Due to a complete lack of information the product complaint and root cause are unknown and the reason for revision is unknown. No additional investigation can be completed unless additional information is provided. Labeling review: "potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery.". "Warnings, cautions and precautions the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices can break when subjected to the increased load associated with delayed union or nonunion. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly." 9402132-en b-09/2018. Device in-situ.